Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The physician reported that the patient underwent phacoemulsification with pars plana vitrectomy for floater removal. In the subsequent post-operative period, the onset of endophthalmitis was suspected. Clinical findings result conjunctival inflammation, aqueous cells, aqueous fibrin, hypopyon, and corneal haze. On post-operative day five, the patient received intravitreal injections antibiotic. On post-operative day six, following endophthalmitis the patient had vitrectomy for the removal of fibrinous membrane anterior chamber and intravenous injection with antibiotic. The intervention was effective in resolving the macular pucker. The wound integrity was intact. The patient¿s post-operative management included a subconjunctival injection of antibiotic and non-steroidal anti-inflammatory drug and topical corticosteroid. The patient was noted to be pseudophakic, and visual acuity showed improvement. The patient also had an epiretinal membrane now. This complaint is pertaining the six of six reports received from the same facility.